Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm 7 years ago. Aneurysm and vessel morphology at the time of implant are unknown. It was reported that the aortic neck was dilated and it was angulated causing the stent graft to migrate and created a type 1 endoleak 83 months post implant. An attempt was made to resolve the stent graft migration with a talent aortic cuff; however, it was not possible to insert the device. Two 28 mm diameter aneurx aortic cuffs and a 28 mm diameter talent cuff were implanted to successfully resolve the endoleak. No additional clinical sequelae were reported and the patient.

Manufacturer narrative:
Evaluation results: dilated and angulated aortic neck. Migration, endoleak. Conclusion: dilated and angulated aortic neck. Required secondary intervention.